Event description:
The customer reported that the insulin pump alarmed motor error during the basal and bolus delivery. The blood glucose reading was 460mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. However, the motor passed the motor test. Further testing could not be performed due to the protruded/loose drive support disk. The device was received with scratched display window corner, cracked battery tube threads, and cracked reservoir tube lip.